Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. However, neither air nor water at the output of the endoscope was observed due to a clogged nozzle. A solid material whose origin could not be identified or removed was partially clogging the hose nozzle. The bending section cover glue was separated. The light guide lens was chipped. The angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water channel on the evis exera iii colonovideoscope was clogged. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material could not be removed even if the device was reprocessed properly in accordance with instructions for use (IFU). The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution" "presoaking the endoscope" olympus will continue to monitor field performance for this device.